Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating a possible device malfunction. The reporter also stated that the pt has experienced an increase in seizures within the last few weeks, and the pt no longer feels magnet stimulation. It was also reported that the pt is very active. A lead break is suspected. It was further reported that the pt experienced "massive: seizure and was transported to the hospital. It was reported that the pt was previously doing great with the vns therapy until they suffered a grand mal seizure. The physician believes that the device is nearing end of service. Revision surgery is scheduled.